Manufacturer narrative:
(B)(4). The corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Investigation completed by: (B)(6) pr #: (B)(4) cr - MDR photo part #: 381834 - 20 g x 1.16 in. (1.1 mm x 30 mm) bd insyte autoguard shielded IV catheter. Made of bd vialon catheter biomaterial. Has bd instaflash needle technology. Lot #: unknown complaint: needle retraction failure event description: press safety button, but the needle could not completed be retracted. Fortunately, nobody was injured. Lot analysis device/batch history record review: no reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: n/a; although review is required for this MDR incident; review could not conduct because a lot number was not provided. Sap (qn) database review: no reason: this database tracks any issue during production that would affect product quality. Findings: subject codes was an s1 severity ranking. Review was not conducted for this MDR-level a investigation because a lot number was not provided for this incident. Observations and testing: o although a sample was not provided for observations and testing; a photo was provided: ¿ photo revealed: ¿ one used bd insyte autoguard which consisted of the needle/hub assembly that was partially retracted within the safety shield (barrel). The button was completely depressed and had traces of media. Observed the spring was bound. The bound spring was identified as the source that restricted the needle from fully retracting. (See photo provided for this incident) test description method no results visual/microscopic n/a see observations and testing investigation samples(s) meet manufacturing specifications: no, evaluation of the photo provided for this incident revealed the spring was bound and hindered the needle from fully retracting. Conclusions: confirmation of the subject of needle retraction failure, as stated in the pir, was conclusive based on the evaluation of the photo provided for this incident. The photo displayed a bound spring which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Did the evaluation confirm the customer¿s experience with the bd product? Yes; confirmation of the failure of needle retraction failure was conclusive based on the observations of the photo provided for this incident. Were we able to reproduce the customer's experience with the bd product? N/a: units were not provided for this incident. Was the device used for treatment or diagnosis? Treatment root cause relationship of device to the reported incident: manufacturing ¿ the cause of the retraction failure reported in this pr was due to a bound spring. Comment: cause of failure, non-retraction, was noted to be overlapping coils (bound spring) introduced during the manufacturing process. Bound springs are typically caused by a small misalignment of the hub mandrel which compresses the spring to insert the hub. A misalignment can cause the spring to be compressed incorrectly. Corrections and CAPA corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing was notified of this incident and the findings. (See attached mfg. Notification of awareness pr (B)(4) e-mail (B)(6) 2017) the peura (end user risk analysis) (B)(4) rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported, the user operator pushed the safety button on the 20 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter, however when pushed the button failed to completely retract the needle. Found before use. No serious injury or medical intervention noted.